Event description:
The pt was in an auto accident in which the left side of his body was impacted. Afterward, he experienced a shocking, jolting, and surfacing on his left side when turning the deep brain stimulator on and off. The hcp suspected a fluid shunt. An x-ray was taken (date and results not reported). The device was programmed as follows: electrode polarity: 0+, 1-, 2-, amplitude: 3:1 volts, current: 55 microamperes, pulse width: 90 microseconds, rate: 170 hz. The hcp reported that impedances did not indicate an open or short circuit. Case to electrode impedances were 938, 1205, 1297, and 1241 ohms on electrodes 0-3 respectively. Impedances were greater than 2000 ohms on bipolar electrode combinations 1-2, 1-3, and 2-3. Device registration system indicates that the left-sided deep brain stimulator and extension were replaced 1 week after the original complaint. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.